Event description:
Device report from synthes reports an event in portugal as follows: it was reported that on (B)(6) 2023 the drill bit and the screw didn´t achieve the nail's hole in the multiloc humeral nail system. The surgeon missed the proximal posterior oblique hole and the distal anterior oblique hole. The aiming arm for proximal humeral nail, the insertion handle, and the connecting screw had been used. The aiming arm was on the correct side (right side). The surgery has been delayed 1 hour, and there were no patient consequences. This report involves one unk - drill bits: trauma. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
This report is for an unknown drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.